Event description:
This is solicited report by a nurse from (B)(6) of infection, vomiting and culture negative peritonitis in an approximately (B)(6) female patient coincident with dianeal pd4 unknown bag therapy (lot number not reported). Dianeal pd4 unknown bag was given via automated peritoneal dialysis (apd) (previously reported as peritoneal dialysis). On an unreported date, the patient experienced vomiting. On (B)(6) 2011, the patient experienced culture negative peritonitis, manifested by abdominal pain and cloudy effluent. The severity of the culture negative peritonitis was considered severe. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was treated with ceftazidime, 125mg/l with 2l bag 4x/day ip. On (B)(6) 2011, treatment with vancomycin and ceftazidime ended and the patient recovered from the culture negative peritonitis that day. Outcome for the events of vomiting and infection (event previously reported) were not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, dianeal was discontinued. The nurse did not provide an assessment of causality for the events of infection and culture negative peritonitis in relation to dianeal pd4 unknown bag therapy. The nurse reported that she was "skeptical whether it was related to the fluid or not."

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.